Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 1888tc, lead, implanted (B)(6) 2010; 7122, lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the stylet became lodged in the newly implanted left ventricular (lv) lead after cutting the delivery system and required great force to remove. The stylet took on a sinusoidal shape when removed. The physician believed that this left pent up torque in the lead and may have contributed to the lead dislodging by the following morning. The lead was subsequently removed. A new lead was successfully placed in the target position. The stylet became stuck following slitting and removal of the delivery system. Significant force was required to slowly pull the stylet out of the lead and a constant friction-type noise could be heard, similar to that of unrolling masking tape. Once removed, thresholds remained unchanged and the lead remained in the target position. However, lead slack in a figure eight shape was observed in the coronary sinus body, presumably from the release of torque from the prolonged tension during stylet removal. Concern was then expressed as to whether the stylet was of the correct diameter for the lead lumen. The lead remains in use. No patient complications have been reported as a result of this event.